Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an alarm which stated that they had a critical pump error and pump was not working properly. The alarm occurred when they were trying to rewind the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were unable to clear the alarm. The device will be returned for analysis.